Event description:
Husband of the patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in radius side assessed as fold flaw opening and observed broken in anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: white particles observed inside the device. Observed creases on the device.

Event description:
Husband of the patient reported right side deflation. Healthcare professional later confirmed right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Husband of the patient reported right side deflation. Device remains implanted.

Event description:
Husband of the patient reported right side deflation. Healthcare professional later confirmed right side deflation. Device has been explanted.